Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the tab on the sleeve broke off. The repair technician reported the item required an upgrade. Upgrade is the reason for repair. The cause of the issue is unknown. The following parts were replaced: collet. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair history record review was attempted for the subject device lot but could not be performed because this is a lot controlled item. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tab on the sleeve of a rod introduction pliers for side-opening implants broke off. It is believed that the screw fell out during wash. This was discovered during routine inspection. There was no patient or procedure involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.